Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The full name of the event site listed (B)(6). An abbreviation was used as the full name exceeded the maximum character limit for that field.

Event description:
The customer reported that while supporting a patient it was noticed that the intra-aortic balloon pump (iabp) was running off battery power even though it was plugged into an a/c outlet. Several attempts were made to re-engage the iabp console to the cart but that did not fix the problem. The iabp was swapped out without incident and sent to the biomed.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported that he verified that the iabp does not energize on ac power, but will energize on batter power. The fse also found that the batteries will not charge. The fse found that the bulk power supply does not output ac power. The fse replaced the failing bulk power supply. As a preventive measure the fse also replaced the lithium ion batteries. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that while supporting a patient it was noticed that the intra-aortic balloon pump (iabp) was running off battery power even though it was plugged into an a/c outlet. Several attempts were made to re-engage the iabp console to the cart but that did not fix the problem. The iabp was swapped out without incident and sent to the biomed.

Manufacturer narrative:
The power supply was evaluated by the supplier and it was found to have a shorted converter. The power supply was re-assembled and passed the supplier's testing. The power supply was returned to the getinge national repair center (nrc) and installed into a cardiosave test fixture. The nrc tested the power supply to factory specification and the power supply passed all testing. The nrc will retain the power supply per company standard operating procedure.

Event description:
The customer reported that while supporting a patient it was noticed that the intra-aortic balloon pump (iabp) was running off battery power even though it was plugged into an a/c outlet. Several attempts were made to re-engage the iabp console to the cart but that did not fix the problem. The iabp was swapped out without incident and sent to the biomed.

Manufacturer narrative:
The replaced power supply was returned to the getinge national repair center (nrc) in (B)(4) further evaluation. The nrc performed and visual inspection of the power supply and no visual damage was observed. The nrc installed the power supply into a cardiosave iabp test fixture and tested the power supply to factory specifications. The nrc verified an ac power malfunction with the power supply. The iabp test fixture will not run on ac power, although it will run on battery power. The nrc also found that the power supply would not charge the batteries. The conclusion of the powers supply testing is a failing power supply. The power supply has been sent to the supplier for further failure analysis. Details of the supplier analysis have been requested, but not received. If supplier analysis details are provided a supplemental report will be submitted.

Event description:
The customer reported that while supporting a patient it was noticed that the intra-aortic balloon pump (iabp) was running off battery power even though it was plugged into an a/c outlet. Several attempts were made to re-engage the iabp console to the cart but that did not fix the problem. The iabp was swapped out without incident and sent to the biomed.